Manufacturer narrative:
Date rec¿d by MFR: 27may2019. Conclusion/root cause: during failure analysis, a visual inspection of the data acquisition board showed one sealant o-ring in place on oxygen pressure sensor instead of the required two o-rings. It was also noted that connector pins were bent and touching. The second o-ring was added to the data acquisition board to perform testing. During testing with the second o-ring in place, the reported event could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front panel assembly, tubing kit and data acquisition board; however, the unit still failed leak testing. The fse recommended that the customer replace the blower and/or oxygen sensor assembly. The customer declined to have repairs completed at the time.

Event description:
It was reported that the unit failed leak testing. There was no patient involvement. The event date was not specified; estimate used.